Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the p t's stimulator will not hold a charge. Patient services (pss) notified patient the time between recharge sessions is based on therapy settings and needs, and was referred to their healthcare provider (hcp) to get an estimate of how often they could expect to recharge their ins. Pt reported the stimulator will no longer accept a charge at all, and noted the ins is dead. Pss sent a reply to pt to call in further assistance. The issue was not resolved.